Event description:
It was reported that this pacemaker exhibited under sensing of the intrinsic atrial beat as it was falling into the programmed refractory period then providing brady pacing. Technical services (ts) analyzed device episode data and found non-physiological noise on the right ventricular (rv) lead which caused oversensing and a stored ventricular episode. Reprogramming and rv lead evaluation was advised. No adverse patient effects were reported. Currently, this pacemaker remains in service.